Event description:
It was reported that the left screen on the 6800 system is smaller then the right. There was no report of pt injury.

Manufacturer narrative:
A ge service rep. Performed an on site investigation. The malfunction was verified. Calibration completed on the left monitor. The system was tested and found to be working as intended and placed back into service.